Manufacturer narrative:
The device was received with partially broken off reservoir tube lip, ssing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 5.8mmol/l at the time of the incident. It was reported that the clear ring on the reservoir compartment came off. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.